Manufacturer narrative:
Patient code - (B)(4)- due to patient falling and while getting assistance to get up her device pocket opened up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the due to patient falling and while getting assistance to get up her device pocket opened up. The device was explanted and replaced. No further information could be obtained.